Manufacturer narrative:
Information contained in this record was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified the weight was to the specification, deformation, and creases fold. Cloudy color in the gel was observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side pain and hardening associated with "capsular contracture," baker grade iii. "Singular" and emama were given as treatment. The device has been explanted.